Event description:
It was reported that "upon final tightening of blockers for the screws in s1; surgeon reported tulip head splaying and blocker slipping out. He tried this many times (hence the number of blockers and screws damaged)".

Manufacturer narrative:
There were a total of 6 screws implicated in the initial report. The investigation is not complete, the initial investigation indicates user error was the cause. However, if it is later determined that a fault in the screws caused the events, medwatch reports will be filed for each screw. The additional brand names, catalogue numbers and lots are listed below; xia titanium polyaxial screw 9.5 x 40mm - (B)(4) qty 2, xia titanium polyaxial screw 9.5 x 40mm - (B)(4) qty 1, xia titanium polyaxial screw 8.5 x 45mm - (B)(4) qty 2. Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.